Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed ventricular sense counts in the less than 40 bpm bin on the rate histogram. This incident was not reported by a health care provider; therefore, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died. Follow-up was attempted to obtain the relevant information, however a cause of death could not be identified but it was noted that the patient had been in chronic atrial fibrillation (af) for over 100 days and only paced 2.5% of the time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. This patient was confirmed to be programmed to a pacing mode susceptible to the described advisory issue.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Initial correction to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.